Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, half a month after right thyroid total resection in the heart and thoracic surgery because of thyroid tumor, four purple black mound-shaped blisters were found in the suture of the incision, about 4-7 mm, ranging in size, surrounded by redness, squeezed out of black blood, no pus, blisters appeared after 3 months, long time unhealed. The patient was taken to the hospital where the sutures were taken out and 4 sutures were taken to take the lead. There was still 1-2 mm of unabsorbed thread joints. The wounds healed a few days after the joint was removed.